Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly had a large open wound on his back that was bleeding on the therapy electrodes. Bandages were placed on the wound and the wound required surgery. It is unclear if the wound was caused by the lifevest. The medical outcome of the area is unknown.